Manufacturer narrative:
Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for incorrect or missing label information on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm had a label information issue. The following information was provided by the initial reporter : it was reported that a shelf carton was missing the expiration date. Date of event :(B)(6) 2021. Sample : not available.